Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had alleged that the insulin pump was under delivering. The customer had high blood glucose level of 600 mg/dl. Had symptoms like nausea, abdominal pain and pain. The reservoir will not be returned for analysis.